Event description:
The MFR rec'd a maude event report from the FDA stating an incident with a ventilator had been reported to them. The info provided references report# (B)(4) and states that an infant was born with mild respiratory distress and poor muscle tone. Nasopharyngeal CPAP was initiated which was maintained throughout the remainder of her admission. CPAP machine continually alarmed. Et tube ordered by physician at a specific length (depth). Ventilator alarmed continually. Infant transferred to next level of care due to ongoing respiratory distress and high fio2 requirements. Ventilator has been replaced.

Manufacturer narrative:
Maude report rec'd by MFR on (B)(4) 2012. Two phone attempts were made on (B)(4) 2012 to obtain info regarding the event. An email with a list of questions related to the event was sent on (B)(4) 2012 and a f/u was sent on (B)(4) 2012. On (B)(4) 2012 an email was rec'd from the hospital contact stating that a response to the list of questions was being worked on and would be sent when completed. The questions include obtaining info on which model ventilator and serial number was part of the reported event. Upon receipt of add'l info, a f/u MDR will be submitted.